Manufacturer narrative:
Additional information notes no return. Update to h6 codes.

Event description:
New information notes product will not return.

Event description:
Related manufacturer reference number: 2017865-2021-33191. It was reported that the patient presented in clinic for follow up. During diagnostic threshold test the merlin programmer application froze and became unresponsive. This caused a loss of telemetry with the implantable cardioverter defibrillator (ICD) while the programmed loss of capture was performed. As a result, the patient went into asystole and lost consciousness. A new programmer was used which brought the ICD back into normal pacing mode allowing the patient to return to a stable condition. No other changes were reported.